Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gastric bypass procedure and a suturing device was used. The needle automatically advanced when it was being loaded. The procedure was completed using a competitor's device. There were no adverse patient consequences. Additional information will be requested.

Manufacturer narrative:
Corrected information: this medwatch report is being voided as it does not meet the criteria of a reportable malfunction event. Should any additional information be provided, the file will be reviewed and updated accordingly.